Event description:
It was reported that the patient was hospitalized, the reason for hospitalization was not provided, and it was unclear if the hospitalization was related to the device. It was noted the patient was due for a refill the week following the report. It was also noted that the patient's previous home infusion provider was no longer "willing" to see the patient related to insurance/medicare changes and the patient was seeking alternate resources for refill. It was noted that the patient was "unable to walk" and a "sick man." The device system was used to infuse fentanyl and marcaine. No further information was provided.

Manufacturer narrative:
Concomitant medical products: catheter: model 8709, serial# (B)(4), implanted: (B)(6) 2004. (B)(4).